Event description:
It was reported that there was a gradual increase in shock impedance measurements. This rv lead exhibited high out of range shock impedance measurements, measuring at 165 ohms. Technical services (ts) stated that there was no noise documented on rv electrogram (egm) suggestive of lead impairment however, there were some noisy signals on rv shock egm, which could be myopotential. During the patient follow up visit, there was no noise noted. Technical services (ts) reviewed and recommended in office troubleshooting options. This rv lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was a gradual increase in shock impedance measurements. This rv lead exhibited high out of range shock impedance measurements, measuring at 165 ohms. Technical services (ts) stated that there was no noise documented on rv electrogram (egm) suggestive of lead impairment however, there were some noisy signals on rv shock egm, which could be myopotential. During the patient follow up visit, there was no noise noted. Technical services (ts) reviewed and recommended in office troubleshooting options. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that defibrillation threshold (dft) testing was performed. This lead remains in service.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.